Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer is complaining that the meter is giving an 'lo' result. Customer ran a test this morning at 9:25am and got an lo result (fasting). Strips were opened on 3/30/16 and they were removed from the vial and stored in the meter case. The customer advised does not store the strips out of the vial because the strips will be damaged and do not give the accurate results. Customer is currently on lantus once a day at night at the time of test customer did not have any symptoms of hypoglycemia. The normal range (fasting) is 101mg/dl-130mg/dl. The test strip vial open date is 3/30/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.